Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose readings of over 700 mg/dl. Customer stated that they felt very weak and fell prior to the hospitalization. It was also noted that the customers in an accident and were driving. Customer was treated with IV drips at the hospital and stated that they hit a mountain twice and are unaware of what happened. Furthermore, customer reported that the insulin pump alarmed no delivery and believes that they were not receiving any insulin despite changing the batteries. Through troubleshooting it was noted that the site may have been occluded. No further information reported.